Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. It was reported the same day as event onset, the patient was hospitalized for the event. It was reported the patient received unspecified treatment for the event. Eight days after event onset, the experienced cardiac arrest and subsequently patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event prior to death. It was not reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.